Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was found to have an inoperative blower and leaky flow sensor. The device was reworked to address the issues and passed final testing.